Event description:
The consumer reported a false positive result with binaxnow covid-19 ag self-test on (B)(6) 2022. The consumer on behalf of the user stated that, his wife received a negative result with (unknown brand) test, and a positive result on binaxnow covid-19 ag self-test. Per consumer, his wife was not feeling well, she performed another test and got tested positive. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion device discarded, single use.

Event description:
The consumer reported a false positive result with binaxnow covid-19 ag self-test on (B)(6) 2022. The consumer on behalf of the user stated that, his wife received a negative result with (unknown brand) test, and a positive result on binaxnow covid-19 ag self-test. Per consumer, his wife was not feeling well, she performed another test and got tested positive. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data: h3 device returned to manufacturer (no). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 184270 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 184270, test base part number 195-430h / lot 181392. The lot met the required release specifications. A review of the complaints reported as false positive (confirmed and unconfirmed, conflicting results) related to kit lot 184270 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Based on the above summary, the investigation is deemed complete. H3 other text : device discarded, single use.